Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ red particles observed on the shell. ¿ observed an opening assessed as surgical damage.

Event description:
Patient reported left side "I have a problem with these implants. I will be in surgery again" and "one has broken". Patient later reported "suspicion of capsular contracture". Left implant ¿ capsular contracture baker grade iii. Device has been explanted.

Event description:
Patient reported left side "I have a problem with these implants. I will be in surgery again" and "one has broken". Patient later reported "suspicion of capsular contracture". Healthcare professional has also stated "reported events of ¿minimal periprosthetic effusion¿ and ¿the mentioned changes are much more obvious at the left breast, where in the anterior-internal portion at a distance of approx. 25 mm there is an obvious flexure with periprosthetic effusion - representation of periprosthetic fibrosis at this level¿. Left implant ¿ capsular contracture baker grade iii. Healthcare professional additionally reported "lower axillary, adenopathy with preservation of oval shape, 16/6,9 mm with asymmetrically thickened cortical cells, accentuated vascular signal; in the paramammary groove, at 2 o¿clock, there is a second ganglion of 8/4,3 mm with accentuated vascular signal.¿ patient undergone capsulectomy. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h4, h6.

Event description:
Physician has also stated "reported events of ¿minimal periprosthetic effusion¿ and ¿the mentioned changes are much more obvious at the left breast, where in the anterior-internal portion at a distance of approx. 25 mm there is an obvious flexure with periprosthetic effusion - representation of periprosthetic fibrosis at this level¿.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Left implant capsular contracture baker grade iii. Device has been explanted.

Event description:
Patient reported left side "I have a problem with these implants. I will be in surgery again" and "one has broken". Patient later reported "suspicion of capsular contracture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.